Manufacturer narrative:
The insulin pump failed displacement test with 149.9 units remaining on status screen, motor position encoder error alarm confirmed in alarm history screen, and motor error during rewind due to motor encoder out of phase. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to a MRI. The drive support cap was flushed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.